Manufacturer narrative:
The device was returned to olympus and the device evaluation found flickering image was due to printed circuit board failure, no image when connected to scope due to printed circuit board failure, and oil egress inside the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center image was colorful and flickering and without image. The issue was found during reprocessing after a diagnostic enteroscope procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to d4 (UDI), remove ¿unknown¿. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it was surmised that the image flickering and no image that occurred was due to a faulty printed circuit board and patient board, respectively. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.